Event description:
Procedure: ventral umbilical hernia repair. According to the reporter: the patient was implanted laparoscopically with mesh for a ventral umbilical hernia repair with parietex dual mesh and protack device. One of the tacks broke away from the mesh and migrated to the colon. Over the course of a year, patient has experienced chronic debilitating pain which became worse in the area of where the mesh was implanted. Walking became very difficult an on some days, a wheelchair was needed to get around. The patient then developed interstitial cystitis and fibromyalgia. The chronic pain continued until the mesh was ex-planted. After ex-plant, it took another year of therapy to walk normally again. The surgeon who removed the mesh stated that the rough side of the mesh was facing intraperitoneal and maybe responsible for the dense adhestions to the greater omentum. The smoother side was identified on the outward side facing the abdominal wall. Patient contact information was not provided.

Manufacturer narrative:
(B)(4)